Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) female patient had a rash on her back and underneath her left breast. The rash was underneath both of the therapy electrode pads on her back and was red, raised bumps that were not open or weeping. Follow-up indicated that the patient's physician said that the rash was an allergy and informed the patient that she could end use of the device.